Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photos show an iol in a lens case lid. One haptic appears to be broken/missing. There appears to be a piece of unknown white/clear material sitting on the iol optic. The iol optic edge appears to be chipped. The complainant indicates the use of non company as a viscoelastic which is not qualified for use with the associated iol model. Based on our observation of the attached photo, one haptic appears to be broken/missing, the iol optic edge appears to be chipped. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was broken. There was patient contact . The surgery completed with replacement lens during same procedure. There was no patient impact. Additional information has been requested.